Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a robot-assisted partial hepatectomy. The fragment was directly visualized at the time it fell, and it was confirmed that all fragments were accounted for and retrieved manually, ensuring that no pieces remained in the patient¿s abdomen. No post-operative imaging (e.g., x-ray or ultrasound) was performed. Additionally, no patient complications were reported as a result of this event. The customer stated that neither the instrument nor the retrieved fragment is available for return to intuitive. The customer also confirmed that no photographic images or video recordings of the procedure are available for review.

Event description:
Refer to h11 for follow-up information.

Event description:
During a da vinci-assisted partial hepatectomy surgical procedure, a small piece of the synchroseal instrument was found to be removed from the jaw part and fell into the patient's abdominal cavity. It was retrieved during the same procedure. After further inspection, the piece appeared to be a layer of plastic from the instrument jaw. It was unknown whether any post-operative diagnostic tests has been performed to confirm the fragment retrieved completely. On 28-apr-2026, intuitive surgical, inc. (Isi) received (B)(4) stating: "during last bite/seal of excising specimen, a small piece was found to have been removed from the jaw- part of the supply/instrument item- and fell into the abdominal cavity. It was noticed and removed immediately. At first, the team thought it was char, but after further inspection the piece appears to be a layer of plastic from the instrument jaw."

Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation. .